Event description:
It was reported when using the pyxis anesthesia es system short circuit. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to short circuit in the mini drawer. A field service engineer replaced mini drawer to resolve. The system functioned as intended after the field service engineer troubleshooted the device.